Manufacturer narrative:
The subject device was not returned to olympus. Communication with the customer conveyed that they have corrected the button cleaning process and to use the bw-20t channel cleaning brush and there is no problem that the brush does not pass through the hole of the air/water supply button because it is originally cleaned with the bw-20t brush. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that when the facility medical staff was cleaning the air/water supply button, suction button with mh-507 (cleaning brush), and the brush could not pass through the hole of the air/water supply button. The olympus representative then informed the customer the correct reprocessing procedure by using the bw-20t channel cleaning brush. The issue found during reprocessing and there was no patient harm, no user injury reported due to the event. This event includes three (3) reports: report with patient identifier (B)(6) (mh-438- air/water valve (button). Report with patient identifier (B)(6) (mh-443- suction valve(button). Report with patient identifier (B)(6) (mh-507-channel opening cleaning brush). This report is for report with patient identifier (B)(6) (mh-438- air/water valve (button).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and because the device was not returned, a definitive root cause could not be determined. However, it is considered that the brush (mh-507) which was not specified in the reprocessing manual was used instead of the specified brush (bw-20t) and the brush (mh-507) could not be inserted. Since mh-507 has longer bristles of the brush compared to bw-20t, the resistance is quite high. However, it is possible to insert mh-507. It was told that some brushes which could be inserted and others not. Though the cause was not specified, it is presumed that the bristles of the brushes which can be inserted may be deteriorated, whose resulted in low resistance. The possibility of the individual variation cannot be identified since the actual item check was unavailable. Olympus will continue to monitor field performance for this device.